Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used and achieved hemostasis; however, the suture trimmer could not cut the suture. The suture was cut with scissors. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The analysis of the returned device confirmed the reported cuff miss occurred. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.